Manufacturer narrative:
H10: additional manufacturer narrative: the patient is a 15-year-old that had the valve implanted in the pulmonic position. The IFU states ¿the safety and effectiveness of the magna ease aortic bioprosthesis model 3300tfx has not been established for the following specific populations because it has not been studied in children, adolescents, and young adults. Clinical data that establish the safety and efficacy of the bioprosthesis for use in patients under the age of 20 are not available; therefore, we recommend careful consideration of its use in younger patients.¿ the IFU also states ¿the carpentier-edwards perimount magna ease pericardial bioprosthesis model 3300tfx is indicated for patients who require replacement of their native or prosthetic aortic valve¿. The root cause of this event was due to patient related factors. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration and/or nonstructural dysfunction. Updated b5, b7 updated h6 method code for additional code - 4112. H11: corrected data ¿ replaced h6 conclusion code 4315 with 50 and replaced h6 result code 3221 with 180.

Event description:
It was reported that a patient with a 27mm 3300tfx pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of two (2) years, four (4) months due to stenosis and severe pulmonary insufficiency. The tpvr was performed successfully with a 29mm 9600tfx transcatheter valve. The patient was discharged to home on pod #1. The physicians had no device related complaints.

Manufacturer narrative:
UDI no: (B)(4). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Attempts have been made to obtain additional information. At this time, additional information has not been provided. There is currently insufficient information to determine the root cause of this event. The patient is a (B)(6)-year-old that had the valve implanted in the pulmonic position. The IFU states ¿the safety and effectiveness of the magna ease aortic bioprosthesis model 3300tfx has not been established for the following specific populations because it has not been studied in children, adolescents, and young adults. Clinical data that establish the safety and efficacy of the bioprosthesis for use in patients under the age of 20 are not available; therefore, we recommend careful consideration of its use in younger patients.¿ the IFU also states ¿the carpentier-edwards perimount magna ease pericardial bioprosthesis model 3300tfx is indicated for patients who require replacement of their native or prosthetic aortic valve¿. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 3300tfx pericardial valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of two (2) years, four (4) months due to stenosis and regurgitation. The tpvr was performed successfully with a 29mm 9600tfx transcatheter valve. The physicians had no device related complaints.

Manufacturer narrative:
H11: corrected data ¿ replaced h6 result code 180 with 3221.